Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that after approximately two months of support, the pt was having gastrointestinal (gi) bleeding issues and multi-system organ failure (msof). Per add'l info provided, the pt was having power spikes and hemolysis. A decision was made to withdraw support and the pt expired. The hospital also reported that, upon explant of the device (post mortem), a clot was noted and removed from the pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.